Event description:
The manufacturer received information alleging a ventilator had an internal battery issue. There was no harm or injury reported. The ventilator was evaluated by the manufacturer and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.